Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implanted infusion pump. Pump drug information was not reported. It was reported that the rep had the patient update their application "a week or two ago" and they read the pump on (B)(6) 2024. Per the rep, they got an alert that "said something like 'ending the session will erase all pending information' and it would leave the patient with an audible alarm". When asked if the patient had any alarms coming in, the rep stated that they had a " magnetic resonance imaging (MRI) alarm alert but the patient said they hadn't had one and they didn't even know how long ago". Per the rep, they were getting this alert "on a lot of patients". Technical services reviewed that this was a standard alert with the newest software update and that they should check the logs to make sure there was nothing recent in the logs and, if they didn't see anything, they should ask the patient if they had any MRI during the life of the pump. It was also reported that the doctor involved in this event had short refill intervals, so brought back most patients on the day they're set to alarm, so most patient's had a low reservoir alarm when in office and since they had the new software, they also had the motor stall recovery alert. Technical services explained that, once they update the pump, the next time the patient goes in with a low reservoir alarm, they should not have to manually clear the alarm and should not see the "pending info" alerts.